Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the device's knobs were broken and unstable, the rate dial was pushed into the device. It was additionally noted that the upper case was broken at the boss, that one encoder knob was missing and that the output connectors were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg's) knobs were broken/unstable. The epg has been returned for service. There was no patient involvement.